Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia or hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6)2026, patient mentioned that she was hospitalized due to inaccurate readings leading her to administering incorrect amounts of insulin. The patient declined to provide details of the event, medication, treatment and admission and discharge dates. No specific cgm nor blood glucose readings were reported and it is unknown if the patient experienced hypo or hyperglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.